Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system consisting of two percutaneous leads, two extensions and bifurcated lead extensions placed occipitally (off-label location) in (B)(6) of 2007. The patient also has another system implanted in the thoracic region for back and leg pain. It was reported that the physician removed all the extensions and tested the leads on (B)(6) 2007. Lead testing showed valid impedances on all contacts. The bifurcated extension was replaced at this time. On (B)(6) 2007, it was reported that the patient lost stimulation. Lead impedance testing again showed valid impedances on all contacts. An x-ray showed that the extension had pulled completely out of the ipg. The bifurcated extension was replaced again on (B)(6) 2007. The device was discarded and was not returned to ans for analysis. Follow up on the patient found no other issues reported for this event.